Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty controller board. System operates as intended.

Event description:
Customer reported movement errors. No pt injury was reported.